Event description:
It was reported that the patient¿s heater bag became disconnected from the cassette line during dwell 1 of 6 of peritoneal dialysis therapy. This occurred when the homechoice device fell to the floor during therapy. The patient connected a new bag to the heater line following the disconnection creating a breach in the sterile fluid pathway. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Upon conclusion of the investigation, the direct cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.